Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge during loading process after resetting pump, successfully reloaded it, but found insufficient insulin to resume therapy. Customer planned to load a new cartridge after call with support.